Manufacturer narrative:
B3 event date: it was reported that the date of event is august 2025. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized due to event. It was not reported if the patient was treated for peritonitis. At the time of this report, the patient outcome and action taken with pd therapy were unknown. No additional information is available.